Event description:
The user facility reported a 63-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. During support, the patient's right leg became ischemic after impella placement, however, imaging showed significant collateralization suggested of pre-existing disease. Passive fem-fem bypass placed which resolved it initially but the medical team decided that the patient would need escalation to axillary impella 5.5.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6a/d6b added f6/f8-should have been left blank on manufacturer device report.